Event description:
During a literature search, atricure determined that on an unknown date prior to 10-may-2023, a patient presented with stroke-like symptoms. The patient underwent thoracoscopic mitral valve repair with laae and cryo-maze procedure 4 years prior to the presenting event. Atrial fibrillation had recurred post-operatively and the patient was prescribed direct oral anticoagulant for stroke prevention. Eleven days after admission, transesophageal echocardiography showed spontaneous echo contrast within the left atrium and thrombus within the laa. At fifteen days after admission, contrast enhanced CT showed the atriclip device in place, however contrast was visualized within the laa. While there is not sufficient information provided to reasonably suggest that atricure device caused or contributed to the event, it cannot be completely ruled out as a result, atricure is reporting this event per 21 cfr 803 guidance. There were no reported device malfunctions and the adverse event was the result of a procedural complication.

Manufacturer narrative:
(B)(4). This event was discovered during a literature search; the device was implanted in the patient preventing a device investigation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.